Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation a root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The customer returned the maintenance unit to the service center for an separate issue. During device analysis, the service technician noted yellowing of the pump tube, stains on the pump tube, and that the internal tube was dirty and yellow. There was no patient involvement.